Event description:
It was reported that during a posterior spinal fusion surgery on (B)(6) 2022, a small piece at the tip of the rod approximator broke off as the surgeon was trying to reduce a 3.5mm ti rod at l1-2. All fragments were removed from the patient. While attempting to remove a pedicle screw in the thoracic spine, the t20 screwdriver shaft stripped. Both instruments were removed from the field and sent to decon to be cleaned and sanitized. The case was a thoracolumbar revision, removing screws at certain levels and extending up. The procedure was successfully completed with no delay. There were no patient consequences. This report is for a kerrison approximator. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the kerrison approximator has broken. A dimensional inspection for the kerrison approximator was unable to be performed due to a post manufacturing damage. Complaint relevant dimensions cannot be taken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces as mentioned in the event description. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the kerrison approximator would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.